Event description:
On 08/08/2000, nurse practitioner called cytyc's technical service dept to report that nurse had accidentally splashed preservcyt solution into the eyes and onto the skin. Nurse was preparing to take a pt's pap sample when nurse went to reposition a light and knocked over a vial of preservcyt solution that did not yet have the pt sample in it. Nurse happened to be sitting at the time this occurred and the vial, which was at eye level, spilled causing the solution to splash into the eyes and onto the skin. Nurse immediately flushed the eyes with water for a few minutes and then called ts for add'l assistance. Ts instructed nurse to flush the eyes with water for at least 15 minutes and seek medical attention, as is prescribed in the material safety data sheet (msds) for preservcyt solution. Ts also faxed a copy of the msds to the nurse. On 08/10/2000, ts made a follow-up phone call to the nurse, who followed the msds instructions by flushing the eyes and skin with water. Nurse also informed ts that during the evening of the incident experienced stomach cramps and diarrhea, but felt fine at the time of this call. Nurse had a previously scheduled appointment to see a physician on 08/11/2000 and would consult the physician regarding the incident at that time. Ts attempted to follow up with the nurse on 08/14/2000, but was told that nurse was not scheduled to be at work until 08/17/2000. Ts spoke with the nurse again on 08/17/2000, at which time nurse informed ts that nurse had been referred to occupational medicine because nurse developed itching on the lower eyelids. Physician had treated the nurse for an infection that nurse and the physician believe was not related to the eye-splash incident. The nurse's ophthalmologist told nurse that other than the effects of the infection the eyes looked fine and that there was no damage to the corneas. Nurse stated that the infection was clearing up since nurse began using the eye drops the dr had prescribed and that nurse was doing well.